Event description:
Pt received a kidney biopsy due to a falsely low creatinine result. The pt was known to have a monoclonal gammopathy. The creatinine method sheet indicates that monoclonal gammopathy may cause incorrect results. There was no malfunction of the system.